Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "capsular contracture [baker grade iii], hardness, and pain," "some type of mass almost up to my shoulder," and "expressed concern about bia-alcl". Patient additionally reported they "were diagnosed with kidney disease since having the implants,"; this event is not device related. This record is for the left side. Device remains implanted.

Event description:
Patient representative reported "as a direct and proximate result of having the recalled biocell implants implanted, plaintiff is at a significantly increased risk for developing bia-alcl and is in need of regular monitoring." And "pain and suffering." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.